Event description:
On (B)(6) 2023, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during the recanalization procedure, the catheter allegedly does not have flow. It was further reported that the catheter became hot. Reportedly, catheter had developed creases and water was leaking. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and aspirex was received for evaluation and were physically investigated. During physical investigation the catheter tube was damaged at 49.5 cm from the tip of the catheter. The hole resembling damage done with the fingernails was present. The water was pouring out of the damaged tube place when flushing the catheter. The test guidewire passed without any difficulties. After running in the water nominal aspiration level was achieved. It is assumed that the catheter was kinked outside the body due to improper handling. This lead to a damage of the tube and prevents the helix from rotation. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.